Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4).evaluation summary: the reported condition of a colleague infusion pump with an error code at power up was confirmed and reproduced by baxter personnel during product evaluation. After further investigation by the quality engineers, it was determined that the last failure code that occurred on power up was 703:xx. The root cause was assigned to a defective pump head module and the user interface module printed circuit board. The phm and uim pcb were replaced to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Event description:
The facility representative reported a colleague infusion pump with an error code. This condition had the potential to interrupt delivery. This event occurred upon power up. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.